Manufacturer narrative:
.

Event description:
A healthcare worker complained of a burning sensation and skin discoloration on the hand upon removal of load from a completed cycle. The worker did not received medical treatment, but self-medicated with a steroid ointment. The symptoms resolved within one day.